Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "channel select on channel a does not work" was not confirmed or reproduced during product evaluation. The root cause was not identified. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. The device had not previously been serviced for this reported condition. A device history record review was performed, and the pump failed reset manual tube released message on ch b. The phm was changed and pump passed all subsequent testing. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump where the channel select on channel a does not work; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.